Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transabdominal pre-peritoneal inguinal hernia repair, the device¿s tacks were able to fired but unable to hold correctly onto the tissue after the mesh was placed and fixation was needed to tack the mesh into place. The device fired two tacks that fixate to the tissue and it seemed to be jammed and unable to deployed additional tacks. Second device was opened and used but it also failed. Third device was opened and was able to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the tube shaft was bent. The handle was actuated but no tacks deployed due to the condition of the shaft. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.